Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings provided in b5, the evaluation found the objective light guide lens had a chip on the edge, the bending section cover glue was cracked, the distal end plastic cover had deep dents, there was play in the control knob movement, and there was a cut on switch 1. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the water portion of the air/water system was not flowing when using the colonovideoscope. As reported, there was no water to wash across the lens if debris was present. This issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the nozzle was found to be clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The event was found during a colonoscopy / colon screening procedure, which was completed without any delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reprocessing steps at the material residue point were not deviated from the instruction manual. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.